Event description:
It was reported that an asymptomatic patient presented in the operating room for an initial device implant. After the pulse generator was placed into the pocket; when trying to gain radio frequency, it was determined the device would not communicate with the programmer and, further, went into backup vvi. The device was removed and a new device was implanted. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis of the device image discovered backup occurred on the explant date due to a power on reset. Visual examination found an electrocautery mark on the can, and field information provided noted use of electrocautery at time of backup. These findings are consistent with electrocautery induced backup operation.